Event description:
Additional information received noted that cause was not determined. The patient was reprogrammed down to 2.3 amp on program 2. Reprogram date was approximately 3 weeks ago. The patient was doing great with full symptom relief and no side effects. This reporter noted this was per a nurse at the doctor's office.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# va0duwp, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# va0duwp, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was getting periodically shocked last night and a couple times today from the battery implant site and around to the bottom of the spine. For the past few days the patient had not been feeling good and had been having back pain. Feeling the back pain gradually but the shocking sensation was all of a sudden. No falls or trauma were noted. The programmer reads program 2 at 2.8 and ins was on. Patient services helped the patient decrease stimulation to 2.0. The patient noted her symptoms were doing good. The patient did have some incompetence with her bladder but the patient had the implant for bowel and her symptoms were doing good. It was also reported that the patient reported shocking/jolting sensation. This reporter spoke with a nurse at the doctor's office who had talked with the patient earlier today (B)(6) 2014 and instructed patient to see her pcp (primary care provider) to evaluate back pain. The nurse wanted to wait for report from pcp. She did not want this reporter to contact patient until further notice. There were no cr physicians available at the doctor's for the next 2 weeks. No diagnostic testing or troubleshooting had been performed yet, but will be performed in the future. The location of the shocking was noted as extension location and device pocket. It was later reported that this reporter went to the hcp's (healthcare provider's) office and "they don't know anything about it." It was noted that a specific doctor was out on leave and they don't know when she'll be back. This reporter asked why the patient was getting shocked when she's lying down. It was also reported that friday night the patient felt shocking 3 times that made her leg jump. The patient felt it again on saturday morning. It felt like the battery was quivering. The patient's back at the tailbone had been sore and burning all last week. The patient felt nauseated all last week. It was also reported that the patient was at 2.3v on prog 2 at time of post-op visit. The patient had good history of good results. The manufacturer's representative noted that the hcp was on personal leave and not sure when she will be back. The other hcp in clinic is on leave for 2 weeks so they were going to check with office to see if the representative will be able to meet patient to check system to ensure system intact. If additional information is received, a follow up report will be sent.